Event description:
The two dilators passed with no problems; however, while placing the central line, the wire broke in half. The inner mandril severed- the coil was unraveling. A cut down was performed and the wire was retrieved.

Manufacturer narrative:
Evaluation: this event is still under investigation.